Event description:
A pt reported blood glucose results of "293 mg/dl and 122 mg/dl" with a lifescan meter, performed within 10 minutes of each other.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips but has not yet received them.